Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 22dec2020.

Event description:
The customer reported a ventilator experiencing a low leak co2 rebreathing risk alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer and the philips remote service engineer (rse). The reported malfunction was confirmed by the customer. The customer replaced flow sensor assembly and reported it repaired the ventilator. The device was functionally tested and passed the specified tests. No other anomalies were reported.